Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 11/06/2013 with the following findings: a review of the pump¿s history showed voltage changes from 135 to 127. The battery was not returned with the pump for testing. The pump powered on with audible and vibratory tones. A rewind, load, and prime sequence were performed successfully. The pump was tested with an external power supply and idle, sleep, rewind and load currents all are within specification. No overheating was duplicated during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a temperature (temp - no physical damage) issue. It was reported that the battery was very warm to touch. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.